Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Heads slide off while brushing teeth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age described that the oral-b brushheads, version unknown slide off easily while brushing her teeth with an oral-b rechargeable toothbrush, version unknown. She noted that her toothbrush was approximately 10 years old. No symptoms developed.